Manufacturer narrative:
(B)(4). Mfg. Site name- coherent inc. Investigation results. One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within the connector which would prevent the aiming beam from reaching the distal tip or reduce the amount of aiming beam seen at the distal tip. The condition of the returned device would cause the aiming beam to become not visible or weak thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a holmium lumenis console. According to the complainant, during preparation and outside the patient, it was noted that when the laser fiber was connected to the laser unit, the aiming beam did not illuminate at the tip of fiber. The laser unit was check and it was working. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the sma connector.